Manufacturer narrative:
Evaluation summary: the ift replaced. Correction information. G6: follow up #1. H2: type of follow up. H4: device manufacturer date. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The ift is collapsed at 25cm. This event occurred at the time of before use. There was no report of patient harm.